Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a pocket revision was done due to device migration towards armpit and device nearly eroded. No leads or device replaced. Device is still in use. No patient complications have been reported as a result of this event.